Event description:
An attempt to deploy the stent was unsuccessful. The stent was brought back to the guiding catheter but could not be withdrawn. The guiding catheter and stent/balloon catheter were pulled back to the femoral sheath. Upon attempted removal, the stent slipped off the balloon. A cut down was performed at the groin and the stent was removed with hemostats.